Event description:
On (B)(6) 2015, the reporter contacted animas alleging the pump had a power/battery life issue and the patient had a blood glucose over 500 mg/dl. No other information was provided. On (B)(6) 2015, reporter responded to animas follow-up contacts and asked to close out the previous complaint, as the issues have appeared to have resolved themselves. Reporter refused to troubleshoot at this time. This complaint is being reported as it was not determined if any pump malfunction had contributed to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.